Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the infusion sets have been falling off of patient since (B)(6) 2015. Caller alleges adhesive of current infusion sets is defective. No adverse event reported. Requested return of the alleged device for evaluation.